Manufacturer narrative:
A new replacement hose was installed and a visual check carried out during full gantry rotation in both directions. New replacement pcb's and calibration restored the kvs e-arm fault. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that during gantry wind-up, the fitting on the water hose parted causing water to spill onto the kvs I/o and driver cards. This caused problems in the e-arm movement and a calibration fault on the hand pendant. The water leak occurred during normal clinical treatment hours. There was a patient on the table at the time of this event. However, there was no report of serious injury to the patient or operator. No other patient data was reported.